Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 3.4 x 3.1 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 23 cm in diameter, with a length of 40 mm, and a distal diameter of 28 mm. It was reported that the patient was found to have an occluded right limb. The physician noted that there is marked tortuosity and plaque just distal to the stent, and believe this is the cause of the thrombosis rather than the stent graft. A secondary intervention was performed. The right limb had thrombosis extending up to the flow divider. The physician used a fogarty catheter and built up the flow divider for three more cms. Another manufacturer¿s stent was implanted to the right external iliac artery at the distal edge of the stent graft. The flow was reported to be good. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).